Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated patient suffered serious bodily injuries, including but not limited to foreign body reaction, erosion, recurrent urinary stress incontinence, pain and other injuries.

Manufacturer narrative:
This follow-up MDR is created to document the event date being unknown.

Event description:
The event date is unknown.